Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's had pump error on their device. The customer's blood glucose level at the time of incident was 27mg/dl. It was reported that the pump failed to suspend. It was reported that device alarmed for power error. Troubleshoot was reported to be conducted. It was reported that the customer did not feel safe with device on the count of both issues. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was returned for error 25 that was confirmed in the long trace. The long trace confirmed the pump error 25 root cause is the non-sleep anomaly software error. However, the insulin pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history noted. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.